Event description:
Surgeon tried to remove the lag screw and the core tips of the handle bent. Procedure was completed successfully by using the universal extraction set. No adverse consequences or surgical delay reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device received shows normal signs of usage. The pegs appear severely deformed. Plastic deformation can be confirmed as there is a permanent deformation with no breakage. Threads of the inner rod are also damaged as a result of excessive force on the pegs and ultimately on the threads. Such a deformation is possible under application of high torque and consequent heat generation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause of the reported failure is user related. There is plastic deformation evident in the peg area. Such a deformation is only possible under application of excessive torque and consequently due to heat build-up. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Surgeon tried to remove the lag screw and the core tips of the handle bent. Procedure was completed successfully by using the universal extraction set. No adverse consequences or surgical delay reported.